Event description:
Physician reported that a patient, who had an essure placement procedure in 2009, presented with pain and heavy bleeding following the procedure (date unknown). Physician reported poor visualization of intrauterine anatomy due to heavy endometrium during implantation. Two weeks later, the physician performed a diagnostic hysteroscopy and discovered an essure micro-insert in the patient's uterine tissue. The physician removed one micro-insert and reported that the patient is doing well with no more pain or bleeding. The physician believes that the essure micro-insert was directly related to the pain and bleeding the patient was experiencing.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.